Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Serial number was provided as (B)(4), but it could not be confirmed if this was correct. (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for hcg on a cobas 6000 e 601 module (e601). The erroneous result was reported outside of the laboratory to the clinicians. The customer was not willing to provide any detailed information. Roche markets two reagents for hcg, the elecsys hcg test system and elecsys hcg + beta test system. It was asked, but it is not known which specific reagent was used for testing. The units of measure used for the test were not provided. On (B)(6) 2017, a sample from the patient had an hcg result of approximately 400. On (B)(6) 2017, a second sample from the patient had an hcg result of < 3. On (B)(6) 2017, a third sample from the patient had an hcg result of approximately 300. On (B)(6) the customer repeated the second sample and the hcg result was approximately 300. No adverse events were alleged to have occurred with the patient. The hcg reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The issue observed by the customer is typically related to a sample pipetting issue. A sample related issue such as a bubble on the surface is the most likely cause.